Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly. Customer's blood glucose level was 111 mg/dl. The customer was able to reload the same cartridge onto the pump and resume insulin delivery. Reportedly, the customer would continue use of the pump for insulin therapy.